Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist deployed the interface utility, restarted the bd external messaging /bd maintenance services and restarted the services (net.msmq listener adapter, net.pipe listener adapter, net.tcp listener adapter and net.tcp port sharing service) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and device manufacture date kept blank since the given asset information found to be es test server.

Event description:
It was reported that when using the pyxis medstation es system patients were not crossing over multiple stations. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.